Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms of "large glucose reading differences (80-100 mg/dl), dangerous insulin dosing errors, hospitalization from glucose spike to 540 mg/dl, rapid glucose fluctuations, low readings (30-50 mg/dl) causing fear and reactive eating." Length of hospitalization is unknown. There was no report of death or permanent impairment associated with this event.